Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at zoll manufacturing corporation. Evaluation of monitor sn (B)(4) is currently underway. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. As received, the electrode passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor sn (B)(4): 08/27/2014 reuse. Electrode belt sn (B)(4): 10/05/2015 initial use.

Event description:
A us distributor contacted zoll to report that a patient passed away wearing the lifevest. It was reported that the patient was at home and that the patient's family was present during the event. Review of the ECG and downloaded flag data revealed that the patient experienced two appropriate defibrillation events on (B)(6) 2016. A 150j shock was delivered during vt at 275 bpm at 17:56:01. The rhythm after the shock was accelerated idioventricular rhythm at 65 bpm. A second 150j shock occurred at 18:00:24 while the patient was in vt at 210 bpm. The post-shock rhythm was asystole with the return of spontaneous rhythm at 25 bpm. Aystole was detected four times from 18:01:05 to 19:03:44, and the electrode belt was disconnected at 19:04:15 post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient passed away on (B)(6) 2016.